Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 27mm 2800tfx pericardial aortic valve underwent a redo valve replacement procedure after an implant duration of eight years, two months due to severe aortic insufficiency. Intraoperatively it was noted that the non-coronary leaflet had dehisced off the commissural post at the commissure between the right and non coronary sinuses. The explanted valve was replaced with a 25mm 11500a pericardial valve with no perivalvular leaks. The patient was noted to be in recovery post procedure. The patient was taken to intensive care in critical but stable condition and then discharged on pod #5. Per surgical pathology, the explanted valve had exhibited nonrheumatic stenosis.